Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via email that an cerclage came undone in the patient and was replaced. This was discovered during a sternum closure procedure on (B)(6) 2022.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that the part was cut from the body creating 5 pieces all 8 inches or shorter in length. One end of two suture pieces appeared to have broken. It was also noted that there was fraying along multiple pieces of the suture.